Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the cause of the ins leaking was unknown. The patient reported it was not working. They went to the doctor and was told it was too dangerous to remove. It hurts when they are sitting down. The issue was not resolved but no further actions taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence, gastrointestinal/pelvic floor. It was reported that the patient has not used the device in over 2 years and wants it taken out. Caller states several years ago they went to dr. Mooney who put it in but the doctor refused to do it. Caller states the therapy never really worked for the patient as well as it just wasn't conducive to the patient's ability to use the equipment or follow the appropriate process for therapy adjustments. Caller also states the patient now feels the device is leaking, that the electric blanket is doing something, and that they can't sit in a hot tub or a massage chair. Patient services reviewed it's up to the physician to take out the device and emailed caller physician listings in the area. Agent will also be contacting the field for any other known doctor's in the patient's area. Note-caller called right back and reported to the agent that the patient started believing the ins was leaking last year.